Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a maxillofacial procedure. It was reported that the "localizer not found" error was displayed after the connection between main cart and camera cart disconnected. The system froze. A reboot of the system resolved the issue. Navigation was aborted. There was no patient impact reported and no delay to surgery.